Event description:
It was reported that the dso seal bubbled. The dso sensor does not recognize pressure changes, and the pump does not recognize the attached cassette. The incident occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous repairs in the past 12 months. The customer reported issue was confirmed through visual inspection, occlusion test and latch lock test. Both the downstream occlusion (dso) sensor and latch/lock flex sensor were found to be defective and were replaced to fix the issue. The downstream occlusion (dso) seal replaced as well.